Event description:
Healthcare professional reported approximately 3 months after injection in the malar region with juvederm voluma with lidocaine, the patient developed erythema and palpable induration in the region above the nasolabial folds. Patient was treated with prednisone.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of erythema and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.